Event description:
Customer reported experiencing a past low blood glucose (bg) event with a lowest level of 43 mg/dl. Low cause was unknown. Carbohydrates were consumed to address the low bg. Cts recommended the customer consult with a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice while confirming the ability to upload pump data.